Event description:
Caller reported that a malfunction occurred on the pump, with no prior notable events leading to the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and contact support again if the malfunction reappears.